Event description:
It was reported that during a laparoscopic hand assisted live donor procedure, the kidney had been mobilized. The device was opened and the safety cap removed and handed to the surgeon. This was the initial firing and the gun had come with a reload. The gun was articulated and positioned as close to the aorta as possible on the renal artery (as much artery and vein as possible needs to be preserved for the transplant in the recipient). The clamp was placed on the artery. The gun was fired plastic to plastic and then there was a gush of blood. The stapler was removed from the abdomen. However, left in the abdomen was the white cartridge as it was free from the gun after firing. The metal underside of the cartridge had remained in the gun and was removed with the stapler. The surgeon blocked the hole in the aerial side of the renal artery with his fingers and called for assistance. The gun was inspected and the metal underside of the cartridge was protruding from the gun and was in the jaws flat. The rest of the cartridge was in the pt. The pt was then opened with a horizontal technique across the abdomen. A second device was opened and fired successfully over the renal vein and the kidney was removed. The second device had the same lot number as the first device. Upon inspection, the kidney now removed from the pt had staples present closing the renal artery successfully. Three surgeons then used sutures to close the hole in the renal artery in the pt. The kidney was then transplanted into the recipient. The procedure was prolonged 60 minutes. The pt will be in hospital longer as a result and now has a laparotomy rather than standard laparoscopic hand assisted scaring.

Manufacturer narrative:
Cartridge pan dislodged. Eval summary: the analysis showed that the device was received in good visual condition. The cartridge was received partially fired and with the cartridge lock out tab normal. In addition, the cartridge pan was noted to be dislodged and partially attached to the channel of the device. After further eval it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading of the cartridge. If the cartridge is not fully inserted into the channel that is the retention features on the cartridge are not engage to the channel windows of the device, at firing the device will push the cartridge forward resulting in the pan dislodging. It should be noted that 100% inspection takes place during manufacturing to insure that the reloads are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Although no conclusion could be reach as to how the cartridge was not properly seated before the device was fired, it is possible that while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encounter an upward force either from contact with another device or a solid structure (such as a bone) resulting in the cartridge to partially disengaging from the channel. A batch record review was performed and no anomalies were found during the manufacturing process. Additional info: the sales rep was present during this case, and the firing was the initial for a device delivered loaded with a cartridge. The rep can confirm the cartridge was the initial reload and the nurse only removed the red safety cap.